Event description:
The customer reported that the cine disk displayed an error message and failed to function properly, which resulted in a loss of subtraction, road mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed on onsite investigation. The system and cine hard drives were replaced and the software was reloaded. The system was then found to be operating as intended